Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report: 1627487-2021-13154; related manufacturer report: 1627487-2021-13157; related manufacturer report: 1627487-2021-13161. It was reported that the auto reducing issue was observed. Patient experienced increase pain. Upon interrogation of the system, high impedance issue was observed on the l5 lead. Upon x-ray review lead migration issue was observed on the s1 lead and l3 lead had fracture issue. A surgical intervention is anticipated in the near future. No additional information is available at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received states that surgical intervention took place on (B)(6) 2021 wherein the l3 and the l4 leads remains implanted and inactive and it is not connected to the ipg. The l5 and s1 leads were explanted. Two new leads were implanted at the t10-t11 position which were attached to the ipg.